Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump and continuous glucose monitor was not in use on (B)(6) 2018. There were no erratic bolus requests or basal rate adjustments. Cartridge change sequence was completed six times on (B)(6) 2018. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 40 mg/dl; cause was not known. As the customer slept through the low bg, the contact assisted the customer with addressing bg. Juice/chocolate milk consumed. Recommendation was made for the customer to discuss the event with a healthcare provider.